Event description:
It was reported that a patient presented with high pacing impedance and capture thresholds noted on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.